Event description:
It was reported that the left ventricular (lv) lead was dislodged. The physician attempted to revise the lead, but was unsuccessful. The lv lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequence.